Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did the broken blade tip fall into the patient? Was the broken blade tip retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Event description:
It was reported that during a sympathectomy procedure, the blade's hook broke at the beginning of the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.